Event description:
It was reported that the patient underwent a fusion l1-l5, reportedly using bmp and posterior fixation. The patient did okay for a month or two post-op, and at some point had a fall and fractured screws at l5 and subsequently displaced the cage at l4-5. Approximately 6 months post-op, the patient presented with back and leg pain, mostly on the left side. She had fractured screws at l5 and subsequently displaced the cage at l4-5, and now has sagittal imbalance. Per the physician's notes, "when she stands and walks she is definitely quite pitched forward." The physician reviewed a CT-myelogram and noted "her procedure was done with local bone and bmp and no iliac bone. Only implant failure currently is at l4-5. The tlif cage has back out on the left side. She has a substantial kyphosis now at l4-5 and l5-s1 and a sagittal imbalance. There are substantial halos on her l5 screws on both sides. The right l5 screw is a bit medial." The surgical plan was discussed. The patient underwent a revision surgery approximately one year after the index procedure to treat degenerative scoliosis and kyphosis, non-unions at all levels t12-l5 with partial pullout of the l5 pedicle screws, and dramatic kyphosis l4-5 and l5-s1 with dramatic major fixed sagittal imbalance. The surgeon removed the globus implants t12-l5 from the previous surgery, implanted new hardware in a posterolateral approach from t12-sacrum and pelvis bilaterally. A 10ml of local bone graft, 30cc fresh frozen femoral head, 90 ml crm sponges and 160 mg of bmp was used. A halo was applied, and neuromonitoring was performed. Per the operative notes, "there was quite a bit of loose, unincorporated bone graft all over, including around the implants that we had to remove. - we spend quite a bit of time just cleaning scar off the spine and removing loose bone graft." No complications were reported. At 790 days post-op, the patient presented with pain. A CT of the lumbar spine without contrast showed posterior fusion extending from s1 to t12. The hardware appears intact, there appears to be a strong bony fusion across the fused levels. Persistent grade ii anterolisthesis of l4 on l5. No findings to suggest acute fracture. There does appear to be ectatic infrarenal abdominal aorta, which was incompletely visualized.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Implant date: (B)(6) 2008, and (B)(6) 2009. (B)(6). (B)(4).

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.